Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was up to 400 mg/dl. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. Reportedly, the customer successfully resumed insulin deliveries after clearing the alarm and preventing temperature changes to the pump.